Manufacturer narrative:
The pump was received with motor error alarm during rewind due to corroded motor home switch. The pump was unable to perform functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. The pump was unable to verify radio frequency error alarm due to motor error alarm. All the buttons functioned properly and no moisture damage on keypad traces, under lcd screen or electronic assembly noted. The pump had bleeding on lcd glass, cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had moisture damage. The customer's blood glucose level was unknown. The customer states the pump was put in their bra and they sweated profusely. The customer states they received no radio frequency alarm. The customer states there was also fluid under the lcd. The customer was advised the pump would be replaced and returned for analysis.